Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to customer inadvertently delivering two correction boluses. Customer consumed carbohydrates and removed the pump from body to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.